Event description:
During a follow-up in clinic, a loss of capture, noise resulting in oversensing, backup mode, and inability to interrogate were observed on the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. Programmer printouts and a device image were obtained. The reported event of capture anomaly and oversensing were confirmed by reviewing the electromyography data stored in the device image. The root cause of the capture anomaly and oversensing was determined to be due to external non-device related factors. The device behaved as expected and according to its programmed settings. The reported event of backup operation was confirmed. The cause of backup operation was due to two consecutive event queue overflow (eqo) occurring within thirty-two seconds, which resulted the device to enter backup mode. The cause of eqo was determined to be the integrated circuit in radio frequency module. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were tested and found to be normal.